Manufacturer narrative:
(B)(4). H6 codes: health effect - impact code - f1005 overdose. H6 codes: health effect - clinical code - e1309 urinary retention. H6 codes: health effect - clinical code - e1007 constipation.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values two days after the sensor was inserted in the abdomen. According to the report, the patient received a high reading (around 300 mg/dl), and the patient dosed insulin without checking the bg. She does not have a glucometer. The patient reported insulin overdose resulting in a near death incident where her body shut down and she experienced decreased appetite, constipation, and urinary retention requiring catheterization. The patient was presented to the hospital and was evaluated for heart attack. There was no report of actual hypoglycemia or treatment for hypoglycemia. There was no mention of bg, only hypothetical scenarios. The patient was reportedly hospitalized for 5 days. Due diligence to contact the patient by technical support and medical safety for more information was unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.